Event description:
Pt had an intrathecal pain pump placed in 2008. He had a catheter malfunction diagnosed earlier this yr with a myelogram and had a pump replacement on (B)(6) 2012. On (B)(6) 2012, he heard a 2-toned alarm, which was reportedly a critical alarm, and on interrogation of the pump the next day, was found to have mechanical failure of the pump from a motor that stopped working. He had this pump replaced on (B)(6) 2012.